Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported seeing a system controller timer reset event on the pt history screen. The perfusionist swapped out the 14 volt power module pt cable and the issue resolved.

Manufacturer narrative:
Usage of the device: the usage of the returned 14 volt power module pt cable (lot # 35087360612) is not known to the MFR as the pt cable is not labeled for single use. The pt cable was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.